Event description:
It was reported that the customer received multiple alarms. Reportedly, customer's blood glucose level was >200 mg/dl. During troubleshooting with tandem technical support, alarms were determined to be auto-off alarms due to no interaction with the pump for greater than 12 hours. Customer acknowledge and indicated that auto off feature would be extended.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can ve set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.